Event description:
Reportedly, the ICD involved in this MDR report was interrogated and it was observed that end of life (eol) indicator was reached. It was noted a short duration between elective replacement indicator (eri) and eol with a rapid drop of the battery voltage between these two indicators. It was reported also that six months ago, the eri was still not reached. The device was explanted and will be returned for analysis. Another device was implanted.

Manufacturer narrative:
(B)(4), 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.